Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they were having trouble connecting to the care link and it was not taking the user name. The customer reported that the levels have been high and doctor want him to look at them and see what should they do. The customer declined to troubleshoot for high blood glucose. Last night blood glucose was 434mg/dl and earlier it was 262mg/dl. The customer declined to troubleshoot for today¿s high blood glucose also. The insulin pump will not be returned for analysis.